Event description:
Hosp reported that immediately upon administering blood through an l70 disposable set, the anesthesiologist noticed blood in the water tank of the hl-90. The anesthesiologist stopped the administration to the pt.